Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05912. It was reported there was a break in the patient's extensions. Surgical intervention took place on (B)(6) 2022 where the ipg and extensions were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.